Event description:
Vessel sealer handpiece malfunctioned with error code. Blade exposed on vision cart during procedure. Two vessel sealers were opened with the same error codes and were unable to be used.what was the original intended procedure?robotic assisted laparoscopic supracervical hysterectomy andbilateral salpingo-oophorectomy.device #1is this a laboratory device or laboratory test?no.